Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported by the sales rep via phone that after an anterior cruciate ligament repair it was noticed that the biointrafix trial came apart. The complaint device was received and evaluated. Visual observations confirm that the device was received broken and separated in two pieces at the weld point where the handle meets the shaft. In addition, is dull and the device appears worn. The complaint can be confirmed. This type of failure is typically observed after the device has been reprocessed over the course of many years therefore causing the weld integrity to degrade. However, given the information provided we cannot discern a definitive root cause for the reported failure. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint #: (B)(4). UDI: (B)(4). The lot number is unknown at this time.

Event description:
It was reported by the sales rep via phone that after an anterior cruciate ligament repair it was noticed that the biointrafix trial came apart. The procedure was completed by using the same device. No patient consequences or surgical delay. The device is available to be returned for evaluation.